Manufacturer narrative:
Concomitant medical devices: metasul ldh, head, 48, code n, taper 18/20, catalog no# 01.00181.480 ; lot no# 2481321. Therapy date : (B)(6) 2013. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to aseptic loosening, dislocation, subluxation.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: dislocation/subluxation. Event summary: it was reported that the patient received a right hip implant on (B)(6) 2009 and was revised on (B)(6) 2013 due to aseptic loosening of stem, dislocation/subluxation. Review of received data: the received njr database entry were reviewed. In the reason of revision part, aseptic loosening - socket, incorrect sizing, malalignment, wear of acetabular component and head/socket mismatch fields have the value no. No other medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check between durom cup and metasul head was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. However, as the adapter information is missing, the compatibility between head and stem cannot be confirmed. Conclusion summary: neither event detail, x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; the condition of the component(s) is unknown. Therefore, the event could not be confirmed. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. It is also unknown if the patient had underwent trauma event that might cause the dislocation. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. In the case of correct alignment and sizing of implant, as indicated in the njr database, the possible cause for this event includes the excessive or wrong directed force applied when preparing the femur, wrong trial instrument used for reduction during surgery, fretting at the taper as well as the change of surrounding soft tissue tension, high impact activity and trauma. However, due to the significant lack of information, we are not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.